Manufacturer narrative:
The field service engineer (fse) reported that the customer was able to fix the disconnected tubing that was leaking. The tubing was the diff lyse delivery tubing to the diff mixing chamber. The fse verified the tubing connections, rerouted the tubing and the instrument ran without leaks or flags. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a contained clear fluid leak of about 2 ml from a valve fitting inside the unicel dxh 800 coulter cellular analysis system. There were diff r flag messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.